Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had redness of the skin under the rear therapy electrode (te) pads about 10 cm in size. The patient consulted his physician who prescribed a lotion. The patient was using the lotion, the current medical condition of the irritation is unknown.